Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel. Detergent is not used. During manual cleaning detergent and disinfectant used is enzymex l9. Brushing is performed for the operating channel and suction channel. Model numbers of the brushes used are scope clean (albyn medical) / neo clean brush. The device is stored horizontally. Maintenance of the device is by olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: brushing was not performed for biopsy valve at manual cleaning. The following was result of the culture test, performed at the third-party labs, provided from olympus: aug 31, 2022: sampling from: all channels, cfu: 4cfu, bacterial identification: gram positive bacteria, filamentous fungi. Sep 21, 2022: sampling from: all channels, cfu: <1cfu, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. As mentioned in the preceding investigation results, reprocessing steps had deviation from IFU at detected area of bacteria. Therefore, we cannot deny the possibility of insufficient reprocessing due to the deviation from IFU. The following is included in the device IFU: "be sure to thoroughly brush the inside of the instrument channel, the instrument channel junction, and the instrument channel port of the endoscope. Insufficient brushing may pose an infection control risk." "An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.